Manufacturer narrative:
Model# UDI information is unknown. Operator of device is unknown. No information has been provided to date a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. After visual inspection was performed to sample unit, a tear on bag surface was observed. Based on sample provided, and analysis performed during functional test, the most probable cause is that the product became damaged after it left the manufacturing facility. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use air leak check, the anesthesia device detected leakage. No patient injury was reported.